Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. Medical device expiration date: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5g287, medical device expiration date: unknown, device manufacture date: 10/07/2005. Medical device lot #: 5d231, medical device expiration date: unknown, device manufacture date: 06/16/2005. PMA/510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® blood collection sets with luer adapters had no expiration date on the box. No serious injury or medical intervention reported.

Manufacturer narrative:
Medical device type: this has been corrected to "jka". PMA / 510(k)#: this has been corrected to "k991088".